Event description:
Customer reports back to back testing on the same meter while using the compact plus system with results of hi (>600mg/dl) and 229mg/dl. No quality controls were run during the call. No adverse event reported. A request was made for return of suspect product and replacement was sent.